Event description:
Caller reported a malfunction on the pump, specifically malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer followed instructions from technical support and successfully reset the pump with assistance. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, which it did not after resetting.